Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) confirmed that no image was obtained, and an unknown error displayed on the screen. The fse mentioned that the issue occurs occasionally, and the customer was unable to take a photo. The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a faulty printed circuit board resulting in strips on the image, outer frame stained, and output socket worn were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center electrical interface is loose and the image is abnormal. The event occurred during reprocessing, prior to a diagnostic gastroscope operation. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.